Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to multiple dislocations and instability. Intra-operatively, severe poly wear was noted. Patient was revised to an adm/mdm liner construct with a new shell and head.

Event description:
It was reported that patient's right hip was revised due to multiple dislocations and instability. Intra-operatively, severe poly wear was noted. Patient was revised to an adm/mdm liner construct with a new shell and head.

Manufacturer narrative:
An event regarding dislocation, instability and wear involving a trident liner was reported. The events was not confirmed. Method & results: device evaluation and results: visual inspection: although the device was not returned an image of the explanted liner was made available. The image showed extensive damage to the rim of the device, the cause of this damage cannot be confirmed. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: "cannot confirm event, need operative reports, patient demographics, serial x-rays and examination of explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.